Event description:
The customer reported being hospitalized the night before with low blood glucose of 60mg/dl. The customer's last blood glucose was 479mg/dl due to the treatment done with manual injections. The caller stated that his insulin pump has cracks and he believes having reservoirs affected by the recall. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a displacement test and passed. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.